Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead sustained rib clavicular crush damage via chest x-ray. The lead was capped and replaced successfully. The patient was fine post procedure.